Event description:
The user facility in china reported that during procedure the vitrectomy cutter could not cut well. The aspiration rate was significantly reduced but continued with many bubbles in the suction pipe. They replaced the cutter and continued with a new one. There was no patient injury.

Manufacturer narrative:
The product has been requested but not yet received. The device history was reviewed and found to meet manufacturing specifications. This investigation is ongoing.

Manufacturer narrative:
The product has been requested but not yet received. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is ongoing.

Manufacturer narrative:
The product was returned and evaluated. One opened bl5423wv pack from lot x7171 was returned. The expiration date on the label is 2026-apr-19. Visual inspection found the vit cutter tip protector was in place, as it should be. However, the needle was bent. The port window was in the open position with what looks like dried blood around it. The cutter tubing was dirty with fluid and what looked like blood inside the aspiration line. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris pc system. The cutter did not aspirate, and the inner needle did not move. The tubing fell off the back of the cutter during testing. It should be noted that loose tubing could contribute to poor cutting and aspiration. Due to the evidence of use, it could not be determined when the needle became bent or when the tubing became loose. This investigation is complete.